Manufacturer narrative:
Patient age at time of event: 18 years of age or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the catheter fractured. In (B)(6) 2014 an expel¿ drainage catheter with twist-loc¿ hub was implanted in the biliary after a balloon percutaneous dilatation. During an angiographic checkup in (B)(6) 2014, the physician noticed that the drainage catheter had broken into three parts. The physician was able to remove all the device fragments using a goose neck snare. No complications were reported and the patient status is stable.